Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 5076-52 implantable tachy lead 2011-(B)(6). (B)(4).

Event description:
It was reported that the patient alert was triggered and there was a suspected lead integrity issue. The right ventricular lead had high impedance with a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Maximum rv tip to ring and rv ring to rv coil impedance are high from (B)(6) 2014. Minimum impedance measurements for same time range are within normal limits.